Event description:
(B)(6) caucasian female admitted with diagnosis of pneumonia requiring intubation and ventilation. Trach placed on (B)(6) 2009 and pt on triadyne proventa and bed in rotation. Following bath ventilator alarmed. Nurse entered room and found trach dislodged. Airway re-established. Pt with anoxic injury.